Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong catheter was returned for evaluation. An initial visual observation showed use residue throughout the length of the catheter. The sample was flushed and pressurized with a 12 ml syringe of water and a spraying leak was observed approximately 3.2 cm proximal from the distal tip of the catheter and approximately 0.7 cm proximal to the distal tip of the stylet. A microscopic observation revealed a split in the catheter at the location of the observed leak as well as a smaller hole directly opposite of the split. The edges of both of the splits were observed to be well-defined and the surfaces of the splits were observed to be shiny with striations, which is evidence of sharp instrument damage. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ a lot history review (lhr) of reat2148 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that liquid leakage occurred 4cm away from the catheter tip. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reat2148 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that liquid leakage occurred 4 cm away from the catheter tip. No patient injury was reported.